Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and failed battery test. Customer's blood glucose was 110 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. No cosmetic damage noted.